Event description:
Reporter noted no aspiration when trying to phaco. Changed tip, cassette, handpiece, and turned machine off/on to reset it. Then switched out unit, but used same handpiece and cassette to complete the case. No pt injury.